Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the left side of the abdomen on (B)(6) 2017. The patient's wife reported that at around 4:00pm on (B)(6) 2017, the patient was driving and complained that he was seeing double and therefore could not see. The patient recognized this as symptoms of hypoglycemia and pulled over. The patient's wife tested his bg value with a glucometer. The patient's glucometer showed 365 mg/dl while the cgm showed 92 mg/dl. The patient's wife began driving, but pulled over to call an ambulance as the patient lost consciousness. When the emergency medical technicians (emts) attended to the patient, his bg was at 20 mg/dl on their glucometer and 87 mg/dl on their cgm. The emts administered glucose via glucose IV and within 10 minutes the patient was conscious again. After the patient was treated, the emts suggested to the patient's wife that she test the patient's glucometer for accuracy. The patient's wife used a new package of strips and the glucometer showed 183 mg/dl vs the emts glucometer which read 173mg/dl. The patient's wife said the test strips used prior to this comparison were bad because they were showing inaccurate values. The emts provided the option to take the patient to the hospital, but the patient declined and was released by the emts. At the time of the call, the patient was recovering. Additionally, it was indicated that the patient had taken hydrocodone on (B)(6) 2017 between approximately 9:30-10:00pm. No additional patient or event information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Reportedly, the patient was taking medication containing acetaminophen. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol).